Event description:
It was reported that interrogation of the device not possible. The programmer screen showed "por occurred, x0x time settings changed." The reason for the por (power-on-reset) was unclear. Additional information received reported that the patient had received a high voltage screening of the skin (by a dermatologist) which included the chest. The device was implanted in the chest area. The device was reset using the recharger and performing a physician mode recharge. After several trials the device was reset. Afterward the physician was able to reprogram the device. The patient recovered completely and was feeling very well.

Manufacturer narrative:
(B)(4).